Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was twisted, knotted and unraveled. Several kinks were also observed throughout the length of the wire. It appears that some of the damage may have occurred after the guide wire was removed. The core wire was found to be broken adjacent to the proximal weld. No pieces of wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions state that if resistance is encountered when attempting to remove the guide wire after catheter placement, remove the spring wire guide and catheter simultaneously and caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician encountered a problem when removing the guide wire; which unraveled. However, eventually it came out entirely.